Event description:
Info received indicates the brake pedal will lock but the caster wheels continue to move slowly.

Manufacturer narrative:
The technician replaced the brake bushings, bearings and stiffener plate to repair the bed.